Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted faster than expected. The customer's blood glucose (bg) level was 257 mg/dl. In addition, it was reported that the pump date was incorrect, cause was unknown. The customer corrected the date to resolve the issue. Reportedly, the customer continued to use the pump for insulin therapy.